Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated a partial electrical reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, non-defib lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the device experienced a power on reset (por) and diagnostics were restarted at that time. All parameters are still programmed as before. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device experienced a power on reset (por) and diagnostics were restarted at that time. All parameters are still programmed as before. The device remains in use. No patient complications have been reported as a result of this event.